Event description:
Patient reports greatly increased pain at his lower left side and over the catheter. Physician told him he had a granuloma and needed his catheter replaced. Additional information concerning event resolution and patient outcome will be provided when received.